Manufacturer narrative:
Depuy is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy or its employees that the report constitutes an admission that the device, depuy , or its employees caused or contributed to the potential event described in this report. Upon complaint review, it was determined that the date of event was inadvertently missed on the initial report; therefore, it has been updated accordingly to reflect the correct information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: vastamaki, m., et al (2008), a simple grafting method to repair irreparable distal biceps tendon, clinical orthopaedics and related research, vol.466(10), pages 2475-2481 (finland). Doi: 10.1007/s11999-008-0389-y. The study emphasizes on offering an equal alternative to bone tunnel fixation for the repair of the irreparable distal biceps tendon with a free tendon graft in strength, endurance, and clinical findings of the elbow. The patients evaluated on course of this study: a total of 14 male patients, who had distal biceps tendon repairs for tendon avulsion from 1983 to 2005, were included in the study. The mean age of the patients at surgery was 44.8 years (range, 26-57 years). In seven patients, the graft was fixed using 2 bone anchors (group a). In the other seven patients, the graft was introduced through 2 drill canals into the radial tuberosity (group b). Postoperatively, the patients¿ arms were immobilized in a long arm cast in slight supination and at 90° flexion for 6 weeks. A gradual self-managed mobilization was then recommended. Full range of motion (rom) usually was achieved within 2 to 4 weeks after cast removal with no formal physical treatment. Patient were recommended to avoid strenuous exercise for 3 months after surgery. The article describes the following procedure: a distal biceps tendon repair for tendon avulsion. A single-incision technique was used in all patients. The devices involved were: 2 mitek gii anchors (depuy mitek, (B)(4)). Complications mentioned in the article: 2 patients in group a reported some discomfort with strenuous activities. 1 patient in group a had an extension deficit of 25° resulting from heterotopic ossification and supination of 45°. In 3 patients, the shape of the biceps muscle was deformed, stretched or atrophied.